Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced intermittent audio output and an adverse event on (B)(6) 2016. Patient's mother checked the receiver and noticed that the patient was low at 53mg/dl. The receiver did not beep. Patient's mother woke the patient up, did a fingerstick check and the patient was at 48mg/dl. Patient was incoherent/slow to respond. Patient's mother gave the patient some juice, and the patient recovered. At the time of contact, the patient was fine. Additionally, patient's mother tested the receiver's low alerts and it beeped. No further event or patient information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) describe event or problem - additional, model number - correction, UDI number - correction, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and was able to verify that the speaker beeped several times for about a minute without any issues. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.